Event description:
It was reported that the pt experienced a loss of stimulation and intermittent stimulation. Investigation noted some electrodes indicated a fracture. The device was reprogrammed using the remaining electrodes. The pt later reported, he could not use the system due to intermittent stimulation. Impedance check at the time of surgery for replacement indicated lead damage. The lead was replaced. Strong stimulation resumed using the new lead. The pt recovered without sequela.

Manufacturer narrative:
(B) (4).